Event description:
It was reported the pt used her stimulator until 2008. A myelogram was performed. The pt suffered a spinal fluid leak which was repaired with a blood patch. The pt experienced muscle cramps around the neurostimulator and lead/extension sites. The muscle cramps grew worse. The pt was treated with physical therapy and medication without relief. The muscle cramps last from 10 mins to hrs; the leg pain is no longer present. It was reported the device will be explanted. Add'l info has been requested from the hcp, but was not available as of the date of this report.